Event description:
It was reported by the attorney that the plaintiff underwent a transverse rectus abdominis muscle (tram) flap for right breast reconstruction on august 16, 1994. Vicryl sutures were used during the procedure. Pt received proplyactic antibiotics pre-operatively. Pt developed an infection, separation of pt's abdominal wound, cellulitus, nercrosis and delayed healing for over a year before abdominal wound contracted down. Pt's breast scar healing was also prolonged.